Manufacturer narrative:
Us reporting agent notified on (B)(4)2014. Manufacturing site evaluation: evaluation on-going at manufacturing site.

Event description:
Country of complaint: (B)(4). Thread is of bad quality, it breaks easily. Surgery was delayed, affected patients disectomy. Surgery was not prolonged for more than 15 minutes. No prolongation of hospitalization was required.